Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer called emergency room services due to low blood glucose on unknown date. Customer¿s blood glucose was 27 mg/dl. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for any products. The insulin pump will not be returned for analysis.